Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this incident, attempts were made to obtain complete patient information.

Event description:
During a system explant [related manufacturing reference number: 1627487-2023-00275, 1627487-2023-00276, 1627487-2023-00277], the physician cut the lead and was unable to remove it. As a result, surgical intervention may be undertaken at a later date.